Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise. The rv lead was successfully replaced by a new lead. No additional adverse patient effects were reported.